Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump passed the self test. All buttons functioning properly. No loud noise on the left button noted. No damage on the keypad traces and keypad dome switch during the visual inspection. The hardcoat edge acceptable per case assembly cosmetic specification,10833007doc. Cosmetic damage was not confirmed at display (pointy), however, other cosmetic damage was noted. Customer alleged not confirmed for left button is very loud. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received has damaged on the edge of the screen and pointy that can cause harm and the left button is very loud when being pressed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.